Manufacturer narrative:
Follow-up #1: date of submission 06/01/2015 device evaluation: the meter and pump has been returned and evaluated by product analysis on 05/15/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found the last bolus was delivered on the complaint date and the last basal was delivered 3 days thereafter. Black box data also showed that two days before the complaint date there was a no delivery warning in the late evening due to the total daily delivery being exceeded. Delivery was resumed right after mid night. There was another no delivery four days before the complaint date due to a low cartridge warning followed by a power on-reset in the late evening and delivery was resumed about 3 hours later in the early morning. The total daily delivery added up correctly and reflected the user¿s basal program. Using the returned caps the pump powered up and functioned properly. The pump delivery accuracy was found to be within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences and the basal history showed the correct units delivered. Normal and audio bolus were completed and recorded correctly.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) reading was at 340 mg/dl with extreme thirst, extreme drowsiness and symptoms of dehydration. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. The reporter alleged that the pump was pump was showing a fill cannula of 0.0 units when 0.50 unit was entered. This complaint is being reported because the patient experienced severe hypoglycemia related to an alleged discrepancy between the units showed vs the units enter for fill cannula.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.